Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information, but no further information provided. The device referenced in this report was not returned to olympus for evaluation. Based on the information provided, the cause of he reported phenomenon appears to be due to user error, as the subject device is not intended to cut sutures. The fs-5u-1 instruction manual states in the intended use section: "this instrument is used to cut the residual end of the olympus loop used for ligating issue within the digestive tract. Do not use this instrument for any other purpose." The fs-50-1 instruction manual also states: warning: do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during unspecified procedure a loop cutter was used to cut sutures, and the loop cutter became stuck on the suture. A general surgery was performed on the patient to remove the stuck loop cutter. The current condition of the patient is unknown.